Event description:
A malfunction was reported with the pump, with no notable events occurring prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller by providing pump reset information, after which the issue did not recur, and the customer was able to continue using the pump.